Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, user delete some old image to complete the diagnosis. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was unable to expose. Review of the system log file showed that the image processing pc (ippc) did not start normally due to a defective hard disk. Upon further inspection, the fse found that the no x- ray, can't exposure error display on data monitor. The fse replaced the hard disk and reinstalled the software. After replacement of the hard disk and reinstalled the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system is giving an error of can¿t expose on the data monitor. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the image hard disk. The fse replaced the image hard disk, reinstalled the software and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.